Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During a scope cleaning, two brushes broke off into the channel end of a scope. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break.